Event description:
It was reported the customer spouse has been hospitalized due to low blood glucose level. The customer's blood glucose level was 23 mg/dl. The patient was admitted as inpatient medical treatment at (B)(6) hospital. The customer stated the perceived cause of low blood glucose was not sure, she was eating everything and was working properly. The customer spouse stated the patient was disconnect from the insulin pump and was advised to call help line back to troubleshoot. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).